Event description:
From 1989 to 1997 the individual wore latex medical gloves in the performances of her job duties. October 5, 1996 the individual learned she was suffering from type 1 latex allergy, allegedly from her exposure to latex medical gloves..